Manufacturer narrative:
Additional device codes are 1536 - retraction problem and 3038 -catheter. Please note the addition of the UDI# in d4. During use of a 5f mynxgrip device for vascular closure (vcd), the physician felt resistance while shuttling down the device in a 5f competitor sheath. When the mynx and sheath were retracted back, the peg shuttle tube was not in place and the peg was attached on the wire. Upon retracting the catheter and advancer tube, the physician said it became stuck and he could not remove it. Hemostasis was achieved with manual compression for 30 minutes or less. The device was used in a diagnostic procedure and the user was trained. The device was not returned for analysis. A product history record (phr) review of lot f1906302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue-sealant¿ and ¿device deployment jam¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the shuttle advancement issue and device deployment jam could not be determined. Based on the limited information available for review, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (peg was attached on the wire), which will cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and deployment jam. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, the physician felt resistance while shuttling down the device in a 5f terumo sheath. When the mynx and sheath were retracted back, the peg shuttle tube was not in place and the peg was attached on the wire. Upon retracting the catheter and advancer tube, the physician said it became stuck and he could not remove it. Hemostasis was achieved with manual compression for 30 minutes or less. The device was discarded. The device was used in a diagnostic procedure and the user was trained. This event was reported to have occurred a couple of times but a specific number was not provided. This is the second of two additional records created.